Event description:
It was reported that the patient presented to a scheduled generator change. Upon defibrillation threshold(dft) testing during the procedure, the right ventricular lead exhibited low and out of range high voltage impedance. Programming changes were performed. The patient condition was stable post-procedure.